Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the insulation coating of the shaft peeled off during use. A backup device was available to complete the procedure with no delay or patient harm. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual evaluation shows minimal erosion and contamination on electrodes. The wand shaft insulation is torn. During functional evaluation the fuse resistance was measured and registered 1,620 ohms prior to activation and this indicated a blown fuse. The wand was connected to a compatible quantum 2 controller and registered an e7-error. The error e-7 was by-passed using a fixture box. The error was by-passed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) mechanical displacement of tissue through applied force (2) using the wand as a lever to enlarge a surgical site or gain access to tissue (3) the wand may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged to the insulation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.